Event description:
Consumer complaint of high blood results. Customer states that she feels well and required no medical attention. Customer states she tested this morning fasting and read 225 mg/dl at 7:00 am and at 8:30 am read 154 mg with physician's meter. Customer's expected blood results are 80-154 mg/dl fasting. Verified the strips expire 05/19/2017 and were first opened this week. Customer confirms the strips were stored correctly. Customer ran a back to back blood test, 146 mg/dl and 159 mg/dl not fasting. Reviewed meter memory: no adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and tests strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had inaccurate reference.